Manufacturer narrative:
Cec assessed the event as death, vascular. Cec commented that the patient suffered a large stroke leading to death. No bleeding. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx stent was implanted into the lad. Approx 4 months post index procedure the patient suffered posterior circulation stroke. The patient was treated with medication. The patient passed away due to the stroke on the same day. The patients death was assessed as non cardiac death. The investigator assessed the event as not related to the index device and unlikely to be related to anti-platelet medication. Safety assessed the event as not related to the index device or to anti-platelet medication.